Event description:
It was reported that while the ventilator was ventilating a patient in the niv nava (non invasive ventilation neurally adjusted ventilatory assist) mode of ventilation, the patient seemed to be under-supported. The edipeak to edimin difference was high, but the ventilator was not delivering anywhere near the expected pressure. There was no patient harm. Manufacture's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
In this event pressures above 30 cm h2o are trying to be delivered with a facial mask. This leads to major leakage. The ventilator cannot deliver more than 33 l/min in neonate patient category to try to deliver an expected peak pressure and this is not sufficient with the huge leakage. The volume delivery restricted alarm is triggered when peak pressure is less than 5 cm h2o below set ppeak alarm limit.due to large leakage and subsequent alarms for pressure or volume delivery restricted, the expected nava pip level is often not achieved. The ventilator aims at delivering 0.5 l/min passing through the expiratory side of patient circuit at all times and at the same time maintain set CPAP level. Cannulas with high flow resistance should not be used with nasal CPAP since it will lead to a difference between the CPAP pressure perceived by the ventilator and the CPAP pressure submitted to patient.there is no correlation between the volumes presented in niv nava and the calculated leakage. The volumes presented are leakage compensated. If the leakage varies, which is often the case in niv nava, the volumes are fluctuating and the values changes from breath to breath.there are no indications of a ventilator malfunction. Due to large leakage and subsequent alarms for pressure or volume delivery restricted, the expected pressure level was not achieved. H3 other text : 4117